Manufacturer narrative:
The customer reported that the unit overheated due to long term use. The customer refused to repair the unit at the time. An fse was not dispatched to evaluate or repair the unit. The unit was returned to customer. H3 other text : issue was resolved over the phone.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due character reactions - e1 telephone # (B)(6).

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) displayed alarm ¿system high temperature¿. After telephone guidance the customer was able to restart the device and continue therapy. There was no harm or injury reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a